Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Reportedly, after plugging the pump in to the power source, the pump screen displayed "bolus cancelled"; however, customer stated that no bolus had been requested. Review of pump data by tandem technical support did not show a bolus request, delivery, or cancelled notification. There was no impact to the customer's blood glucose levels. Customer stated that they reverted to long lasting insulin injections for diabetes management, and only used to pump to administer pump boluses.